Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Date of manufacture could not be determined by lot number provided.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 18 mg/dl and 103 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.